Event description:
It was reported that pump displayed malfunction alarm malf 5 and could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump, confirmed shipping address, instructed customer to place pump in storage mode before return, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, and requested return of problematic pump using pre-paid label within 10 days, which customer acknowledged and understood.